Event description:
During a lap-chole procedure utilizing a staple gun number ER 320, after about 10 correct firings, md reported that the gun was malfunctioning. Gun was immediately replaced with new gun. Surgery completed. No patient harm reported.